Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and the complaint was confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exceptions documents were found.

Event description:
The distributor alleged that a foreign object was identified in the barrel of a non-sterile syringe during their initial inspection of received product. The device was not sent to a user facility.